Event description:
It was reported that a spectrum iq pump had a downstream occlusion error during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.